Manufacturer narrative:
(B)(4). The device involved in the event was not returned, therefore; a return sample evaluation is unable to be performed. Postoperative abscess and peritonitis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The following day, the patient partially pulled out the peg-j tube and went to emergency room. After an unspecified period of time, the patient developed abdominal abscess and peritonitis. The patient remained in the hospital. The peg-j tube was removed. Patient was treated with antibiotic cipro, which was then switched to ertapenem intravenous.